Event description:
Pt reported obtaining a blood glucose result of 333 mg/dl on the suspect device. Patient stated that, within 5 minutes, blood glucose was retested on a physician's device with a result of 153 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.